Manufacturer narrative:
The returned device was evaluated. Upon receiving, a small surface scratch was found on the lens, above the viewing area. The device was able to power on using both battery and ac power; however, the keypad lights blinked 12 times while displaying a no sd card error, and the system would hang when accessing any menus. A blank sd card was inserted into the device and the no sd card error and 12-time blinking lights were no longer observed. During further investigation, it was found that the radical-7 display shut down within a few seconds (screen blank) and 10 beeps were heard. With this condition, the device was unable to operate for more than a few seconds and the 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The failure was caused by u21 (current limiter ic) reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over twelve (12) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that "the device reboot , even when its connected to the ac power or battery." There was no consequences or impact to patient.